Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient was at a nursing home, and the employees there had been instructed on how to recharge the patient¿s device. The issue was that there was new staff caring for the patient, and the device was allowed to deplete. The patient¿s hcp stated that as far as they know, everything is now fine for the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator recharger (insr) would not hold a charge unless it was plugged into the desktop recharger. The healthcare provider (hcp) indicated that the patient's ins seemed to not be working, as their voice was much softer than usual and their posture was more flexed. The hcp further indicated this seemed to be a "human factor sort of situation". No further patient symptoms or complications were reported as a result of this event.